Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while implanting the right ventricular (rv) lead the physician damaged the patient's right bundle, resulting in asystole of two seconds thus a temporary pacing wire had to be placed. When implanting this rv lead, the physician experienced difficulty extending the helix with the connector tool provided with the lead. Once a different tool was provided to the physician, the helix was able to be extended and the lead was successfully implanted. No additional adverse patient effects were reported.